Event description:
While using a drill with the acra cut 14/11mm perforator, the perforator did not stop at the appropriate time. There were six holes made and the perforator did not stop for three of the six.